Event description:
It was reported by service report that the fowler will not release and there is reported issues with the brakes. It is unk if there was pt involvement or if there are adverse consequences to report.